Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving excessive replace battery now alarms after battery change. Insulin pump would then shut off with no warning. Customer's blood glucose was unknown. Insulin pump would need to be replaced.